Event description:
It was reported by japan that during service and evaluation, it was determined that the motor device was leaking liquid. It was further observed that the device was loose, had a hose damage (excluding rupture), vibration, and labeling damage. It was determined that the device made an excessive noise, and the labeling had an illegible etch. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, an evaluation was performed and it was determined that the device had an oil leak at the swivel and made an excessive noise. It was further observed that the housing pin and set screw were loose, and the device had a hose damage (excluding rupture), a hole in the hose, vibration, and labeling damage. It was further determined that the device failed pretest for visual assessment, hose assessment, muffler tube assessment, loctite assessments, noise assessments and oil leak assessment. Therefore, the reported condition of the device leaking liquid and making excessive noise were confirmed. The assignable root cause was determined to be due to component failure from wear. H6. Medical device problem code: noise audible (a0508) has been included in the medical device problem code. H11: corrected data: correction: device availability: d9: the device availability date was incorrect in the initial report. The date has been updated from 7/19/2022 to 7/13/2022.